Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). The returned guide wire was 3d bent in the distal segment. No other deformation was found on the guide wire. Microscopic observation of the returned guide wire revealed that the ptfe coating on the wire shaft was intermittently peeled off in multiple directions for approximately 25-33cm from the proximal end of the wire. To replicate the ptfe coating damage, an unused guide wire of the same brand was inserted into a torque device. The torque device was lightly tightened and slid over the wire surface so that its metal chuck would scrape the wire surface. As a result, similar ptfe coating damage that was seen on the returned guide wire was observed on the sample guide wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was concluded that a hard and sharp part of the concomitant torque device such as a metal chuck scraped the wire surface and peeled the ptfe coating. There was no indication of product deficiency. Although there were reportedly no adverse patient effects, a possibility could not be completely ruled out that some ptfe coating fragments might entered into the vasculature. The precautions section of the instructions for use (IFU) states: do not tighten the torque device excessively to the guide wire. Loosen the torque device before moving its position over the guide wire. Otherwise the guide wire may be damaged.

Event description:
It was reported that the ptfe coating of an asahi guide wire peeled off during a percutaneous peripheral intervention (ppi) to treat a heavily calcified cto in the below-the-knee region of the patient having an acute arterial occlusive disease. After the guide wire crossed the cto, it was removed and soaked in normal saline when green objects were found in the saline. A new guide wire was replaced to resume the ppi. The procedure was successfully completed with reestablished blood flow. The physician commented that he might have scraped the wire surface during wire manipulation or removal. No additional intervention was taken against the peeled coating. The patient was without problem.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.